Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump periodically beeps and the beeps cannot be cleared. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the notification light does not blink. Customer was advised to monitor the pump and call back if issues persist. Customer indicated that they will change the battery and call back if the issue is not resolved. No further details provided.